Event description:
It was reported leakage at the port of entry on three devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy0980 showed seven other similar product complaint(s) from this lot number.